Event description:
It is reported that a customer had their insulin pump replaced twice and would like to keep their pink loaner insulin pump. The patient's blood glucose level was unknown at the time of the call. The caller was the customer's grandmother who stated that the customer will get a prescription to the current pump that the customer is using. The grandmother was informed that the pink pump is just a loaner pump and must be returned after 90 days. The customer will be contacted for up grade eligibility. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.